Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing hyperglycemia for blood glucose level 400 mg/dl. Customer stated that insulin pump received error. Customer also stated that insulin pump's display turned blank and it returned after receiving new battery. The insulin pump will not be returned for analysis.